Manufacturer narrative:
The insulin pump alarmed multiple pump errors immediately after battery installation and power error during self test due to moisture damage on the electronic assembly. Moisture damage was also found on the motor and force sensor during visual inspection. The insulin pump passed the displacement test, sleep current measurement, and active current measurement. No pump error alarm noted during testing.

Event description:
The customer reported via phone call that the insulin pump had received multiple insulin pump error alarm. The customer¿s blood glucose was 149 mg/dl. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. Customer states the alarm did not occurred immediately after a battery change. Troubleshooting was performed. Customer advised to insulin pump will need to be replaced and recommended customer refer to back-up plan. The insulin pump will be returned for analysis.